Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The service technician was able to verify unit in for damaged pigtail. Upon service, the technician found the jp4 of power flex circuit had a burned #4 pin. Service technician then replaced power flex circuit to correct the burned pin# 4 of the jp4 of power flex circuit. Ventilator passed in-house testing and was sent back to the customer.

Event description:
The customer reported the model palm top ventilator (ptv) revel had a damaged pigtail. The customer reported that there was no patient involvement or harm associated with issue.